Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected information, additional information and device evaluation. Correction: d1: brand corrected d2a: common device name corrected d4 - catalog number corrected. - lot number corrected. - expiration date corrected. G4 - PMA/510(k)# corrected. H4 - device manufacture date corrected. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation code was added: 3331 and 4110. H10: narrative/data was updated. The returned product cannot be located by the manufacturer, attempts have been made to locate the product and at this time the location remains unknown. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been completed based on the available device information and complaint history review. Events related to missing product are being tracked and trended, these events are considered to be remote and remain below the occurrence rate. In the event that the product is found, the complaint will be reopened to evaluate the returned product and additional MDR reports shall be submitted as required. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites #3 and #13 were removed due to bone loss.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: d4: PMA/510(k)# was incorrectly submitted as k061410/k011028/k013227. The correct PMA/510(k)# is k101977/k101880.

Event description:
No additional event information received at the time of this report.